Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) felt too full during therapy on a homechoice (hc) machine and had a manual drain of 2912ml when the fill volume was set to 1500ml. This drain volume met criteria for increased intra-peritoneal volume (iipv). The hp stated that the symptoms started in the fourth cycle and continued throughout therapy. The hp was in dwell six of seven at the time of the report. The technical service representative (tsr) had the hp perform a manual drain and the hp drained 2912ml. The tsr assisted the hp in continuing on to complete therapy. The tsr arranged to swap the hc and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated in association with this report. No additional information is available.